Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted for confusion. Head CT showed hemorrhagic stroke, right parietal and left frontal area. The patient was determined to be brain dead. The inr at the time of stroke was 2.9. Lvad support was discontinued and patient passed away on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.